Event description:
It was reported that during a pci procedure, the physician experienced difficulty in removing the pt2 moderate support guidewire and the tip of the device changed shape when it caught on another device. The lesion being treated was a 99% stenotic lesion in the left circumflex (lcx) coronary artery. A 6f evu3.5 guide catheter and a runthrough guidewire crossed the lesion in the left circumflex (lcx) coronary artery and the pt2 moderate support guidewire crossed the obtuse marginal branch (om). The lesion was dilated with a 3.0mm avita balloon dilatation catheter and ivus imaging was performed. A cypher 23mm x 3.0mm stent was deployed and ivus imaging was performed again. It was noted that the proximal edge of the stent was floating. The physician attempted to withdraw the atlantis sr coronary imaging catheter but was unsuccessful. He attempted to withdraw the pt2 moderate support guidewire at the om, but it was unable to be removed. He attempted to withdraw the pt2 moderate support guidewire with the excelsior, but he was unable to withdraw either device. Therefore, he withdrew the entire delivery system together. The pt2 moderate support guidewire became caught in the exit port of an atlantis sr coronary imaging catheter. The tip of the pt2 moderate support guidewire changed shape (resembled a pig tail) and the exit port of the atlantis was stretched. The excelsior kinked during withdrawal. The procedure was successfully completed with another of the same device. No patient injuries or complication were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.